Event description:
There was an allegation of a software issue with the cobas infinity core software. The customer provided two sets of questionable bun results for one patient. It was reported the patient's bun result on the roche analyzer was 110.7 with a data flag. The patient's bun result in the cobas infinity core software was 112 with a data flag. It was reported the patient's bun result on the roche analyzer was 115.4 with a data flag. The patient's bun result in the cobas infinity core software was 10,080 with a data flag. Reportedly the bun results from the roche analyzer were correct and were sent to the cobas infinity core software correctly. The units of measurement were requested but not provided. The type of roche analyzer used for testing was requested but not provided. The bun reagent lot number and the expiration date were requested but not provided.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The investigation analyzed the customer's configuration and attempted to reproduce the same deviation on a local virtual machine using the customer¿s cobas infinity configuration. The configuration of the customer, including the rules did not give insight into any unexpected behavior. It was not possible to replicate the occurrence. It was reported by the customer that the alleged sample order was already deleted in cobas infinity system. Without the order in the customer's cobas infinity system, it was not possible to further investigate what caused the deviation. The customer verified the issue has not recurred. The investigation did not identify a product problem. The cause of the event could not be determined.